Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that a patient specific implant (psi) peek device was not a custom fit. The surgeon was attempting to insert a synthes psi peek device after removing a competitor¿s implant. The surgeon noted that the implant moved in all possible directions. It was also discovered that there was no bone on the medial side for the implant to fixate to, making it appear that the implant was too small. The surgeon suspected that this was due to the implant being created based off of a CT scan taken at the end of 2013. There was potential for anatomy change. The surgeon was able to make the implant fit with some adjustments. The patient will be sent for post-operative CT scans to review the fit of the implant for any potential revisions. A reported ten (10) to fifteen (15) minute surgical delay was noted. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Patient information is not available for reporting. Explant date: device was not explanted. Device remains in the patient and will not be returned for investigation. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.